Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that postoperative to a low anterior resection on a patient that was operated for a large benign poly, the patient returned with rectal bleeding. Intraluminal bleeding from the staple line was identified. Clips were placed transanally to address the bleeding. The surgeon noted that the patient did have a preoperative dose of heparin, per normal protocol.